Event description:
The hospital perfusionist reported an issue with the mps console during a procedure. They reported that while delivering cardioplegia to the patient, the console would erratically open the vent valve when no air was in the heat exchanger. It was also reported that the line was clamped and the procedure was successfully completed using another console. Follow up with the perfusionists found that they did not recall at what state in the procedure the alleged issue was discovered; that is, if the patient was already on by-pass with their heart arrested. The notes just say during cardioplegia delivery with the console "on pump." This could possibly mean either arrest agent or additive agent was being delivered. This report is being filed as a precautionary measure because that detail was not available. There was no patient complications reported as a result of the alleged event. A field service technician traveled to the hospital location to evaluate the console. No devices were to be returned to the manufacturer for evaluation.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.